Manufacturer narrative:
The device was returned and investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, too much pressure was noted in the air/water flow system of channel 1 of the colonovideoscope. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The results of evaluation provided the following observations: a-rubber [bending section cover] glue is separated. C-cover [plastic distal end cover] is scratched (slightly). Universal cord has wrinkle (slightly). Angulations are out of specification. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, there was no noted physical damage at the location where the foreign material was detected, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the air-feeding function. - inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.